Event description:
Complainant alleged that during the biomedical engineering department's routine testing and preventative maintenance, the device's power switch would not function properly causing unit to power off. The complainant indicated that there was no patient involvement in the reported failure.